Event description:
It was reported that error occurred on arctic sun device for temperature not reaching and insufficient pump capacity. Per follow up information received via email on 04sep2023, device was repaired in the hospital by crs. Paperwork was uploaded to smx to know how the problem was solved. No patient involvement.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that error occurred on arctic sun device for temperature not reaching and insufficient pump capacity.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.